Event description:
It was reported that the patient experienced a skin burn during a reportedly long atrial flutter procedure using the stockert rf generator. Additional information could not be retrieved from the customer after several attempts.